Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The air gas module was found to be contaminated by water. The air gas module was replaced but not returned for investigation. No ventilator logs were provided.the root cause of the failed pre-use check is the water contamination of the air gas module. How the water entered has not been determined but most likely the compressed air contained humidity out of tolerance.

Event description:
Manufacturer's ref #: 241424.